Event description:
It was reported by the rep that the luke handpiece locked out and would not function in a procedure. Another handpiece was used to complete the procedure. There was no consequence to the pt.